Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The ICD was reinterrogated which resolved the ble issue. There was a successful defibrillation thresholds test (dft) electrocardiogram (egm) that could not be retrieved. It is not known if the cause of the missing egm was due to the telemetry issue. There were no reported patient consequences.

Manufacturer narrative:
The reported event of inability to interrogate the device was not confirmed. Based on the information provided, it was determined that the device did not exhibit any ble telemetry anomaly.